Event description:
The customer contact reported the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code. The device was returned to the biomedical department with a note that stated. "Error code." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During the testing at the user facility the device alarmed with an 11/004 (less than 2.0 volts on lithium battery) service alarm code . Though requested, no additional information was provide

Manufacturer narrative:
Testing and investigation found the device alarmed for service alarm code 11/004 (less than 2.0 volts on lithium battery). The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.